Event description:
It was reported that during the surgery, the anchor wasn't able to be deployed from the device normally. Proper surgical technique was followed. There was no reported patient injury as a result of the malfunction. No further information is known.

Manufacturer narrative:
(B)(4). D4: it is unknown which lot caused the reported malfunction. It could either be lot: 66037095 or lot: 66176137. G2: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : hospital discarded as biohazard.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: lot 66037095, expiration date: 2 may 2028, UDI: (B)(4). H4: manufacturing date: 2 may 2023. D4: lot 66176137, expiration date: 19 september 2028, UDI: (B)(4). H4: manufacturing date: 19 september 2023. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.